Event description:
At the time of the complaint, the information available to abbott point of care was such that this event did not meet the criteria for being an MDR reportable event. During the investigation of this event, additional information was provided to abbott point of care on 10/12/2006 that now made this event an MDR reportable event. The same pt sample that generated a potassium result greater than 9meg/l on an I-stat ec8+ cartridge generated a result in the laboratory of 3.8 meg/l. No treatment was given based on the I-stat result of greater than 9 meg/l.

Manufacturer narrative:
Catalog # 06f04-02.